Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2018, a 21mm trifecta gt valve was implanted. In (B)(6) 2020, high gradient was observed and a re-do aortic valve replacement (avr) is planned to be performed in (B)(6) 2020. The patient is reported to be in stable condition, but does report dyspnea during exertion.

Manufacturer narrative:
An event of high gradient was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review, performed by quality personnel and manufacturing inspectors, of the manufacturing videos during functional testing, which contained no evidence of anomalies, including stent deformation, during functional inspection.based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 21mm trifecta gt valve was implanted. In (B)(6) 2020, high gradient was observed and dyspnea during exertion was reported, therefore a re-do aortic valve replacement (avr) was planned to be performed in (B)(6) 2020. In the latter part of (B)(6) 2020, the patient visited the outpatient clinic and it was decided that the patient would be followed up through outpatient clinic for now due to negative subjective symptoms. The patient was reported to be in stable condition.